Event description:
It was reported that the lead was malfunctioning. Follow up was attempted for additional information, but was unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. The inner insulation breached due to metal ion oxidation. The proximal conductor was distorted, and blood/body fluid was present on all conductors (not obstructed). The outer insulation was breached cut, torn, and melted, and exhibited a white substance. Additionally, the outer insulation exhibited cosmetic and breached environmental stress cracking (esc), as well as a cosmetic depression. The lead exhibited broken tines/lobes, a damaged tip, and appeared to have been stretched.